Event description:
The ventilator had gone fail to cycle while in use. The therapist turned the ventilator off and on and it came back with different settings. On simv 12, psv 15. Peep+10 cmh20, and 70% oxygen. No injury noted to the pt.